Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise and elevated capture threshold. The atrial output was programmed higher until the generator changeout procedure. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.

Event description:
New information received notes that the right atrial (ra) lead noise was oversensed and resulted in false automatic mode switch (ams) episodes.